Event description:
According to the initial information received, the patient experienced a myocardial infarction on november 8 and was admitted to the cath lab to close the patient's ventricular septal defect (vsd). Due to the patient's deteriorating condition, percutaneous intervention was the sole option to close the vsd as physicians predicted a 100% mortality risk should the patient undergo surgical intervention. A 26mm amplatzer septal occluder (aso) was used and deformed into a cobra shape upon deployment. The aso was removed and a 28mm aso was attempted. (Note, the use of an aso to close a vsd represents off-label use of the device.) Due to a kink in the amplatzer torqvue 45 degrees delivery system's sheath (dtv45), the 28mm aso could not be advanced so the aso was removed and the dtv45 was discarded. Due to the presence of increasing pericardial effusion, which was observed post-procedure, the procedure was aborted. The patient's condition was reportedly stable.

Event description:
The lay user / patient contacted lfs contacted lfs on (B)(6) 2010 alleging missing segments on his one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that the alleged issue with the missing segments began on the night of (B)(6) 2010 at 9:00pm before dinner. The patient didn't realize that there was missing segments on his meter due to his place was really dark. He misinterpreted the reading to be 749 mg/dl and he increased his insulin dosage to 30units based on his sliding scale. At an unspecified time after taking the insulin he did not feel well and passed out. His neighbor found him on the floor and took the patient to the hospital. There is no information on how soon after the patient regained consciousness, whether the neighbor treated the patient, his initial reading was in the hospital or what treatment he received in the ER. The patient mentioned he felt better an hour later. This is not the first time the product is being used. Based on the initial call the agent confirmed that there was no misuse of the product. The meter was being replaced. The complaint is being reported since the patient alleged that due to the missing segments on his meter, he misinterpreted the reading, injected an increased amount of insulin and shortly later passed out.

Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/06/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have lcd cable/cable connector failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.